Event description:
ICD lead (originally implanted (B)(6) 2006) found to have externalized conductors at time of device replacement. No obvious negative consequences, but lead replaced with a different lead that required a new operative site due to left subclavian vein occlusion.